Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Insulin pump received with normal operating currents.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by that the customer got hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The caller stated the pump had insulin squirting out during the load reservoir process and was not turning back on anymore. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis. Frn-unk-rsvr unomed set.